Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that during the removal of the gripper, the ide of the service pricked itself with the needle, according to the service the locking of the needle and the click did not take place, which caused a blood exposure accident protocol. There was patient involvement.